Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a sterile breach of a 1ml allergist tray w/ bd precision glide¿ permanently attached needle, due to the needle protruding through the shield. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a sterile breach of a 1ml allergist tray w/ bd precisionglide¿ permanently attached needle, due to the needle protruding through the shield. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200707892, 200707860] noted for needle through shield. There were three (3) notifications [200707752, 200707600, 200708559] noted that did not pertain to the complaint severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle through shield with lot #7226827 regarding item #305540. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.